Manufacturer narrative:
This MDR is a result of retrospective review of complaints. Despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed. No further investigation is required.

Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where the user reported a failed removal attempt.